Event description:
Caller reported an issue during the fill tubing step of the load sequence, as no drops of insulin were observed at the end of the tubing. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller on proper cartridge air removal and informed them that cartridges are intended for single use. The caller was guided to replace the tubing and complete the process again, leading to successful resumption of insulin delivery.